Event description:
On (B)(6) 2022, breas medical ab received information that vivo 65 s/n (B)(4) had been involved in an incident in (B)(6) on (B)(6) 2022. Fault description per the reporter "no mains power, operation only possible on battery power." The patient involved was not injured during the incident.

Manufacturer narrative:
Investigation: the device was sent to breas medical gmbh. On (B)(6), breas medical gmbh started the examination of the device. General inspection showed that the device is in good shape. It was running for 3589 op. Hours and has firmware 5.01 loaded. The device was connected to mains but started on internal battery power. A pre-use test was carried out successfully and a test run was done on a test lung with the patient´s settings. The device gave notice that it was running on internal battery. The power fail alarm could not be checked, but the audible alarms for "disconnection" and "low volume" worked as intended and the device gave audible and visible alarms. The log files were downloaded and examined with the pc software version (B)(4). The log files could establish that treatment was started (B)(6), at 23:20:08 followed by a lot of low-pressure alarms due to very short but heavy leakages and continued until (B)(6) at 16:19:57 when therapy was terminated manually. At 16:14:51 the device switched over from mains power to internal battery power and continued treatment without interruption. A "switched to internal battery" message and "lost mains power" alarm occurred accordingly. Treatment was started the same day for a couple of times always on internal battery only. Cause fault tracing of the device could establish a hardware failure on the psu board. Optical check of the psu board could confirm at least three burned components on the lower side and a heated area below the switching transistors next to these failed components. This is most likely the reason for the loss of mains power that caused the device to switch over to internal battery operation. The psu board was replaced, a pre-use test and complete function test including calibration was performed with no failure. The device is still under warranty, and we repaired it free of charge for the customer. These events are considered not to be reportable per meddev 2.12/1 rev.8 and 21 cfr 803 because no patient injury was reported and patient treatment has not been affected. However it is reportable in germany as the incident has occurred during active treatment. No further actions are planned at this time. Breas medical will track and trend for similar issues.